Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery. The customer almost went into a diabetic ketoacidosis with a blood glucose level of over 600 mg/dl. The customer was able to get her blood glucose level under control with the insulin pump. The displacement test and self-test passed. The device was no returned.